Manufacturer narrative:
D4 UDI: as the lot # is unknown, the UDI will consist of the primary di number only. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of continu-flo solution sets had bubbles in the line. This was observed when the nurse went to use the devices. The nurses had primed the sets and gotten all the bubbles out in preparation for the patient, prior to use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.